Event description:
A patient reported experiencing inaccurate high results with a ot profile. The patient's blood glucose results were 252 and 350 mg/dl. Tests were done within 4 minutes with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.